Manufacturer narrative:
Continuation of medical products: 511212 lead implanted: (B)(6) 2014; dtba1d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the patient¿s right ventricular (rv) lead. A lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.